Event description:
In 1999, the patient underwent surgery for total hip prosthetic treatment, left side. The patient received a pca-cup and pca-stem (from another manufacturer). On an unknown date, the patient started to experience load-related left hip pain. An x-ray confirmed that there was a fracture where the tip of the stem is positioned. On unknown date, the patient tripped and fell that resulted to a proximal femur fracture. Due to the fracture and the assumed aseptic loosening, the patient underwent revision surgery of the left hip implant in (B)(6) 2008. He was implanted with pressfit-cup 64, revitan diet. Stem 18 x 200 proximal spout 65 and biolox forte head 28mm large from zimmer. Three weeks after the surgery, the patient experienced luxation, 10 days later while patient was trying to sit down, he experienced another luxation. On (B)(6) 2008, the patient was admitted to the (B)(6) and was diagnosed of recurrent anterior luxation. Due to this, it was indicated to change to total hip prostheses with 2.0 fixation screws and cerclage. The biolox forte head 28mm l was replaced by a 28mm xl protasul head (zimmer products). The patient underwent revision surgery on the same day of admission, on (B)(6) 2008.

Manufacturer narrative:
The manufacturer did not receive the device. There were also no x-rays received for review. Since the lot numbers were also not provided, the device history record could not be reviewed. We will send an updated report once we have the device and x-rays, and the investigation result is available. Zimmer reference number (B)(4). This patient has other cpt numbers for further revision surgeries ((B)(4)).